Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a dislodged right ventricular lead. X-ray showed that the lead was sitting in the superior vena cava (svc) with the lead body wrapped neatly around the device with non slack. Physician did not tie down device at implant, and there was a possibility that the implantable cardioverter defibrillator rotated in the pocket, pulling the lead back. Physician did not explicitly mention that twiddler syndrome was the cause of the event. Procedure was done on (B)(6) 2020 to address the issue. The lead was explanted and replaced and the device remains in use. Patient was stable. Related manufacturer reference number: 2017865-2020-23468.